Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. She had some weight gain (B)(6) in the middle of 2012 and now the patient feels like it pinches her fat and pops when she bends over.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.